Event description:
The patient was referred for generator replacement due to end of service of the generator. The generator was unable to be interrogated prior to surgery due to battery depletion. After the new generator was attached to the lead a diagnostic test was performed and high impedance was observed. The surgeon reinserted the lead pin into the new generator however the high impedance did not resolve. The generator was then tested with a test resistor and the results were within normal limits. The surgeon again reinserted the lead pin into the new generator and high impedance was seen again. The surgeon did not have consent to replace the lead so the lead and generator were left implanted. The generator was then programmed to nominal settings. No additional surgical interventions are known to have occurred to date.